Event description:
It was reported that the patient experienced a hematoma requiring a pocket revision. It was further reported that the patient developed an apparent infection at the same time as the hematoma. The device and leads were explanted and replaced three days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Con. Products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri58 implantable pacing lead (B)(6) 2013